Manufacturer narrative:
Reported event of handle cannula detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator large oval snare was used during a colonoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure the handle cannula became bent and detached when the snare was opened. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.